Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to emergency room due to hyperglycemia. Customer had a high blood glucose and the blood glucose value was 22 mmol/l. Customer stated that the insulin pump receive insulin flow block alarm. Troubleshooting was performed. The customer was advised to change the entire system. Product will not expected to return.